Event description:
Upon removal from the plastic bag, a pharmacy tech noticed that within the 100ml cadd casstte was a light brown hair, approx one inch in length. The cassette was given to a pharmacist for evaluation. The hair like object is located on the front middle of the cassette outside of the interior bag but inside the hard plastic cassette.